Manufacturer narrative:
The returned driver was evaluated. The hex tip was found to have fractured off; the complaint is confirmed. The cause cannot be definitively determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instruction regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the hex tip of a driver broke off while installing a screw during surgery. The screw was removed and replaced. There were no reports of patient injury associated with this event.